Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The device was not working as advertised as the patient had no therapeutic effect, had terrible incontinence, and had to carry pads and diapers with them. The patient had ongoing urinary tract infections (utis) since implant on (B)(6) 2015 and the patient had 2 or 3 ongoing. The patient had been prescribed oral antibiotics and up until now had been treated by their previous managing health care provider (hcp), who told them the therapy had not been effective because of the ongoing utis. When they last saw the hcp, the hcp increased the stimulation, but this had not helped the therapeutic effect. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.